Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2017, product type lead.

Event description:
A patient reported via manufacturer representative report ¿other complications¿ associate with implantable neurostimulator (ins). The representative stated the patient had drainage at the lead incision site in the middle of the back on (B)(6), was admitted to the hospital on (B)(6) for fever and possible infection. On (B)(6), they drained the site but the patient was delirious and had a high fever which they thought might be meningitis but they found no infections but did find dried blood where they drained the site. The patient was then admitted to ICU for brain hemorrhage and bleeding in ventricle of the brain. The ins was turned off for mris. The patient went to a rehab facility on (B)(6), but was back at the hospital on (B)(6) for blood clots in legs and lungs. The stimulation was then turned back on and they have been having trouble ever since. No further complications were reported. The indication for implant was non-malignant pain and failed back surgery syndrome.